Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks after implant the patient¿s implantable cardioverter defibrillator (ICD) system was explanted due to hematoma/possible pocket infection. Additionally, it was noted that the right ventricular (rv) lead had exhibited high thresholds and a drop in r-waves one day post implant according to trends. No further patient complications have been reported as a result of this event.